Event description:
Inform user reported patient blood glucose results of 334 mg/dl on inform system 1, 120 mg/dl and 127 mg/dl on inform system 2, lab result of 141 mg/dl within 10 minutes. No adverse event was reported. Strips not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).